Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and becoming more frequent. The patient underwent and ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.